Event description:
It was reported that clotting occurred during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter, "((B)(4) of (B)(4) ) it was reported that samples are clotting. How many tubes were witnessed clotting? (B)(4). Were there any erroneous results? No, all were re-collected. Did the course of treatment change? No. Was tube filled to the proper draw volume? Yes. How many times was the tube inverted? (B)(4) times. Was the tube stored in the refrigerator? No, all were fresh samples. What is the time from collection to analysis? (B)(4) minuets."

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. 5 in-house retention samples of each lot were visually inspected with no defects being identified and sent to the chemistry lab for titration. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter, "(3 of 33) it was reported that samples are clotting. How many tubes were witnessed clotting? 33. Were there any erroneous results? No, all were re-collected. Did the course of treatment change? No. Was tube filled to the proper draw volume? Yes. How many times was the tube inverted? 8 ¿ 10 times. Was the tube stored in the refrigerator? No, all were fresh samples. What is the time from collection to analysis? 5 ¿ 10 minutes."